Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information, the o2 cell/sensor test failed during pre-use check and replacement of the control printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The defective part was not returned for investigation. Control pcb contains electronics (including microprocessor) responsible for i.e. For inspiratory pressure regulation which can be used during inspiration time in any mode. The reported issue was confirmed in provided device logs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control pcb.

Event description:
Manufacturer's ref #: (B)(4).